Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for two patient samples tested for tina-quant hemoglobin a1c gen.2 (hba1c) on an integra 800 analyzer. The first sample initially resulted as 6.5 % and this value was reported outside of the laboratory. The result was questioned by the doctor and the sample was repeated. The repeat result was 5.6 % and was believed to be the correct value. The second sample initially resulted as 6.6 % and this value was reported outside of the laboratory. The result was questioned by the doctor and the sample was repeated. The repeat result was 5.9 % and was believed to be the correct value. The patients were not adversely affected. The hba1c reagent lot number was 116422. The reagent expiration date was asked for, but not provided. The field service representative found that a reagent probe holder was loose and that cable tension for a probe was low. He stated that both could potentially cause a short reagent draw. He tightened the probe holder and increased the cable tension. He ran calibration, controls, linearity studies, and precision studies; all were ok. A specific root cause could not be determined based on the provided information. The root cause for the issue is most likely related to the hardware issues reported by the field service representative.